Event description:
The customer reported bath 2 was not filling and observed a leak in the fill tubing inside the lh750 slidestainer unit. All leaked stain was contained in the bath tray. The customer did not have replacement tubing and requested service. Bath 2 and associated tubing contained sigma-aldrich wright-giemsa stain, which is not a beckman coulter stain product. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On (B)(6) 2012 a field service engineer (fse) performed troubleshooting over the phone with another engineer that was on site. On (B)(6) 2012, the engineer on site helped the customer cut back and re-attach the line on the stain fill, which had a hole the cause of the leak is a hole in the fill tubing for bath 2.

Manufacturer narrative:
The cause of the leak is a hole in the fill tubing for bath 2. Bec internal identification number is (B)(4).